Manufacturer narrative:
Photo evaluation summary: during visual evaluation of the image provided, some bubbles were observed in the gel. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation with a 300cc mentor memorygel breast implant on both sides and experienced bilateral capsular contracture; baker grade iii. As a result, the devices were explanted on an unknown date. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On may 19, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 300cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 16, 2022, mentor became aware that the date of surgery was (B)(6) 2022. Explant date has been added to field d6b on this form. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 26, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per information received with the device, patient's initials and date of birth have been updated under corresponding fields on this form. Mentor also was made aware that the replacement devices used on (B)(6) 2022 were catalog number smpx370; serial number (B)(6) on the left side, and catalog number smpx350; serial number (B)(6) on the right side. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).